Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic beta human chorionic gonadotropin (bhcg) result for two patients generated by unicel dxc 600i synchron access2 clinical system that did not fit the clinical picture of either patient. The results were reported out of the laboratory and questioned by the physician. The samples were repeated on the same unit and higher results within a different gestational category were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in plasma gel tubes and were centrifuged for 10 minutes at 4000 rpm. Hotline discovered the reagent pack used to generate the patient results in question was shared between two non-networked instruments. Qc was performing within the customer's established limits. System check data was not provided. A bci field service engineer (fse) confirmed the reagent pack used to generate the erroneous results was shared between the customer's two instruments. Fse verified instrument hardware by running a high sensitivity system check within instrument specifications. Use error is the root cause for this event.